Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction:user's test strip had a poor storage(bathroom) or user had high glucose value. Manufacturer contacted customer with follow up phone call for knowing customer's condition;during follow-up call on (B)(6) 2016, the customer stated the condition had improved and was not having any diabetic symptoms at that time. Customer stated no medical attention was needed since the last call. Customer received the new product replacement and is satisfied;customer tested and obtained results of 115mg/dl within the expected. (B)(4).

Event description:
Consumer reported complaint for e-4 and e-5 error messages. Customer stated that the errors have been occurring periodically for about three weeks. During the call on (B)(6) 2016, the customer reported feeling well and did not report any symptoms. Customer stated that he called 911 on (B)(6) 2016 because he was unable to obtain a result due to the errors and because he was feeling itchy and incoherent. Customer stated he had administered 4 units of regular insulin during lunch at 12-12:30pm. Customer stated he felt itchy and incoherent so he tried to obtain a result around 10-10:30 pm, but he was unable to because he continued to receive errors thus causing him to call 911. Customer was treated by paramedics at home. Customer stated a hand held meter blood glucose result of 330mg/dl was obtained. Customer stated he did not have anything to eat or drink since earlier that night at 6pm (dinner). Customer stated that the paramedics administered 7 or 8 units of insulin and that he was not sure on how much or what kind of insulin. Customer stated his blood pressure was obtained and that he does not remember the results. Customer stated that he was told that his blood pressure was good. Customer stated that the paramedics left after administering the insulin and advised him to see the doctor. During follow-up call on (B)(6) 2016, the customer stated his condition had improved and he was not having any diabetic symptoms at that time. Customer stated no medical attention was needed since the last call. The customer's expected fasting blood glucose test result range is 115 - 120 mg/dl and 180-230mg/dl non fasting. The product is not stored according to specification, customer stores product in the bathroom. The test strip lot manufacturer's expiration date is 03/31/2019 and open vial date is august 2016. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: 541 454 317 183mg/dl. Customer did not call believing results were inconsistent. Customer stated that the errors have been occurring periodically for about three weeks now. Customer did not have anything to eat or drink since earlier that night at 6pm (dinner). Customer stated that the paramedics administered 7 or 8 units of insulin. Customer stated that he was not sure on how much or what kind of insulin. His blood pressure was obtained as well. Customer does not remember the results however he stated that he was told that his blood pressure was good. After being administered insulin, the paramedics left and advised him to see his doctor.

Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction:user's test strip had a poor storage(bathroom) or user had high glucose value. Manufacturer contacted customer with follow up phone call for knowing customer's condition; during follow-up call on (B)(6) 2016, the customer stated the condition had improved and was not having any diabetic symptoms at that time. Customer stated no medical attention was needed since the last call. Customer received the new product replacement and is satisfied; customer tested and obtained results of 115mg/dl within the expected.

Event description:
Consumer reported complaint for e-4 and e-5 error messages. Customer stated that the errors have been occurring periodically for about three weeks. During the call on (B)(6) 2016, the customer reported feeling well and did not report any symptoms. Customer stated that he called 911 on (B)(6) 2016 because he was unable to obtain a result due to the errors and because he was feeling itchy and incoherent. Customer stated he had administered 4 units of regular insulin during lunch at 12-12:30pm. Customer stated he felt itchy and incoherent so he tried to obtain a result around 10-10:30 pm, but he was unable to because he continued to receive errors thus causing him to call 911. Customer was treated by paramedics at home. Customer stated a hand held meter blood glucose result of 330mg/dl was obtained. Customer stated he did not have anything to eat or drink since earlier that night at 6pm (dinner). Customer stated that the paramedics administered 7 or 8 units of insulin and that he was not sure on how much or what kind of insulin. Customer stated his blood pressure was obtained and that he does not remember the results. Customer stated that he was told that his blood pressure was good. Customer stated that the paramedics left after administering the insulin and advised him to see the doctor. During follow-up call on (B)(6) 2016, the customer stated his condition had improved and he was not having any diabetic symptoms at that time. Customer stated no medical attention was needed since the last call. The customer's expected fasting blood glucose test result range is 115 - 120 mg/dl and 180-230mg/dl non fasting the product is not stored according to specification, customer stores product in the bathroom. The test strip lot manufacturer's expiration date is 03/31/2019 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: a 541mg/dl, (B)(6) 2016 08:13 am, fasting: yes. A 454mg/dl, (B)(6) 2016 10:08 pm, fasting: yes. A 317mg/dl, (B)(6) 2016 06:48 pm, fasting: yes. A 183mg/dl, (B)(6) 2016 06:12 pm, fasting: yes. A 103mg/dl, (B)(6) 2016 11:25 pm, fasting: yes. Memory concerns: 541 454 317 183mg/dl n/a. Customer did not call believing results were inconsistent. Customer stated that the errors have been occurring periodically for about three weeks now. Customer did not have anything to eat or drink since earlier that night at 6pm (dinner). Customer stated that the paramedics administered 7 or 8 units of insulin. Customer stated that he was not sure on how much or what kind of insulin. His blood pressure was obtained as well. Customer does not remember the results however he stated that he was told that his blood pressure was good. After being administered insulin, the paramedics left and advised him to see his doctor.